Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a spinning spiros® closed male luer, red cap in which it was reported that the spiros detached from a syringe when administering doxorubicin and it was prepared by a veteran technician, and the issue has been discussed extensively, and informed everyone to press then twist. There was no reported patient involvement or harm.